Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customers blood glucose level read ¿high¿ on cgm, with small ketones. Elevated blood glucose was addressed with a manual dose injection. The customer was able to resume insulin.